Manufacturer narrative:
The customer reported complaint for the platform displaying an error message user advisory (ua) 16 (timeout moving to take-up position) was confirmed during archive review and initial functional testing. The root cause was determined to be a defective drive train motor. In addition, not related to the reported issue, battery lock was observed missing. After replacement of the battery lock, the device was further tested and passed the functional testing with no issue or faults observed. The autopulse platform is a reusable device and was manufactured in 2012 therefore, this type of damage is characteristic of normal wear and tear for the life of the device. The platform failed the initial functional testing due to error message user advisory (ua) 16 displayed when the platform was powered on. The archive data review indicated error message user advisory (ua) 16 on 03/06/18 but not on customer reported date of (B)(6) 2018. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaints for autopulse sn (B)(4).

Event description:
It was reported that during shift check, the autopulse platform (sn (B)(4)) displayed error message user advisory 16 (timeout moving to take-up position) and compressions are not starting. The customer tried to start the platform and device powered off. No patient involvement was reported.